Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of 36 mg/dl. The customer stated that their blood glucose level dropped while they were asleep. The customer was not wearing a sensor to alert them about the low blood glucose levels. The customer was treated for their blood glucose by paramedics on site. The customer was not admitted in the hospital. The customer was wearing the insulin pump at the time of the incident. The customer believes that their insulin pump is over delivering insulin. The customer returned the product for analysis.